Manufacturer narrative:
Device evaluation: product evaluation could not be performed since at the time of this investigation, the product had not been received. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed one additional complaint has been received for this production order number, but it is not related to this complaint. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, not provided. If implanted; give date: n/a (not applicable). No patient involvement. If explanted; give date: n/a (not applicable). No patient involvement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis itec preloaded intraocular lens (iol) defective. There was no patient involvement. No additional information was provided.